Event description:
It was reported that prior to a low anterior resection procedure, the anvil of the device was placed in the purse string in the proximal part of the bowel. The anvil and the device were then joined and an audible click was heard. The surgeon began closing the device and met resistance. The bowel and anvil were then repositioned, and the device was closed. At the final part of the closing (as the orange marker was moving through the gap setting scale), the surgeon met no resistance - he could not feel the tissue between gun and anvil. The surgeon decided not to fire the device, and he re-opened the device and the proximal part of the bowel had torn. The pt therefore had a colostomy.